Manufacturer narrative:
G4: 07jul2020 b4: (B)(6) 2020 a data acquisition board was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 10apr2020 b4: (B)(6)2020 information was received that there was no patient involvement at the time of the reported event. The service engineer (se) inspected the device. The se found in the ventilator diagnostic logs an error code indicating proximal pressure sensor autozero failed. The se replaced the data acquisition (da) board to address the reported issue and the unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of reprot: 30mar2020.

Event description:
It was reported that the ventilator had a check vent proximal auto alarm. The customer reviewed the ventilator diagnostic logs and found a proximal pressure sensor autozero failed error code. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event.